Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyreoidektomie performed. Translation-"the tissue adhere with the fine fusion, the team has to clean it to often, the instrument is instabil". Original - "versiegeltes gewebe bleibt an den branchen haften und reisst wieder auf: 3x gemeldet von verschiedenen operateuren, stabilität des instrumentes: 1x gemeldet". Additional information received from applied medical team member 23nov2016: after coagulation, they put the handpieces away, the tissue adhered to the jaws and began to bleed. It wasn't a insufficient hemostasis, the adherences to the tissue was the problem. They coagulate muscles, vessels in front of the thyroidea. There was not tension applied to a vessel or bundle that was being sealed. The device was being used since the beginning of the surgery. Throughout the procedure insufficient hemostasis was observed regularly. They coagulated tissue or vessels and after the finished cycle they put the eb030 always, tissue adhered and began to bleed. - there was eschar buildup on the jaws when the insufficient hemostasis was observed but the nurse cleaned the jaws after each cycle. The jaws of the device were after each cycle. The surgeon noticed an improvement after each cycle visible in the complete jaws. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There were not generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given anticoagulation medicine. Patient status- ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering found that the front conductive stop, an insulated component located at the distal end of the static jaw, sunk during use of the device. This occurrence led to an insufficient gap between the static and dynamic jaws. Upon further inspection, engineering was able to replicate the sticking that occurred in the event by activating the device on porcine tissue. Engineering noted eschar buildup on the jaws of the device, which causes the tissue being sealed to adhere to the eschar. The root cause of tissue sticking is due to an insufficient jaw gap and excessive eschar buildup. The instructions for use (IFU) states "warning: build-up of eschar can negatively affect the sealing and cutting performance..." And "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical is currently implementing device enhancements intended to further minimize the potential for tissue sticking to reoccur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.